Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the lid on the battery casing device was attached on the wrong side of the device. There was no patient involvement. There were no delays in the surgical procedure, and it was not reported if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was mislabeled as the sign (triangle) on the lid did not exist and the lid was assembled on the casing in the wrong direction. Therefore, the reported condition was confirmed. The assignable root cause for the mislabeling was determined to be due to false production as the pad during printing (tampography), which is performed twice, did not release the print on product. The assignable root cause for the lid assembled in the wrong direction was not determined. The poka-yoke design prevents the operator from making the mistakes during lid assembly process, one of a possible scenarios is that the lid came off the housing at the customer side (handling error) and afterwards with a very great effort it was assembled back in a wrong direction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.